Manufacturer narrative:
Investigation summary: during manufacturing of material 221263, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0308131 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The main component of prepared plated media is purified water. The purified water is held in an agar matrix in the media. Release of the purified water as the matrix contracts during temperature cycling and progression through shelf life is referred to as exudation. As media progresses through shelf life, some condensate will appear inside the sleeves, dishes or on the agar surface. This condensate or excessive moisture occasionally presents upon removal from storage and packaging. Control of the temperature cycling that bd product experiences while in your possession may help reduce the amount of free moisture seen. Pooling of water inside the sleeve is not considered a normal amount of excessive moisture. If this is observed, please contact technical services and document the occurrence with photographs as soon as possible after it is noticed. The complaint history was reviewed, and no other complaints have been taken on batch 0308131. Retention samples from batch 0308131 were not available for inspection. Three photos were received for investigation. One photo shows a sleeve from batch 0308131 with condensation inside of the sleeve. Another photo shows four sleeves from batch 0308131 in an opened 100pack carton. Each sleeve pictured has condensation inside of the sleeve. Pooling of water inside of the sleeves was not visible in the photos, however, the amount of moisture seen in the photos could result in pooling. The last photo shows an opened plate from batch 0308131 (time stamp 0821) with bacterial colonies growing on the surface. No returns were received for investigation. This complaint can be confirmed for excessive moisture and contamination. Bd will continue trending complaints for defects. Based on the low defect rate for this batch, no actions are planned at this time.

Event description:
It was reported that prior to use with bd bbl columbia agar with 5% sheep blood 10 plates were discovered to be contaminated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd bbl columbia agar with 5% sheep blood 10 plates were discovered to be contaminated.